Event description:
The account stated that the architect i2000 analyzer is generating discrepant afp results. In 2008, the afp =3 ng/dl, three months later, the afp result = 141 ng/dl, one week later, afp result =3 ng/dl and the next day, the afp result = 2 ng/dl. The account reported out the result of 141 ng/dl from one week prior, and the doctor questioned the result and stated it did not match the patient's clinical picture. The specimen from the same day, has been sent to a reference lab. The account retested the specimen after it was returned from the reference lab and the results were 2 and 3 ng/dl. There was no impact to the patient as the sample was retested when questioned by the doctor.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.